Manufacturer narrative:
The device was received with the cannula deployed and needle retracted. The first priming sequence ran 47 pulses and then the device was deactivated by the user at pulse 57. No housing or environmental seal damage was found. The needle mechanism was reset and deployed with no issue. No damages or defects were observed that would indicate the needle mechanism deployed early. Although no issues were noted with the needle mechanism, a root cause for the reported needle deploying early could not be determined.

Event description:
It was reported by the patient that the pod's cannula deployed early while priming indicating a needle mechanism failure. The cannula was visible and the pink slide did move forward. It is unknown how the patient was treated.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.